Event description:
The reporter stated that the pt was burned during a procedure. The burn was not serious and was treated with silvadine ointment. The reporter further stated that the dr was "working high in the abdomen without readjusting the ports and the handle was laying on the skin."